Manufacturer narrative:
The facility did not return the impella pump product for investigation; therefore the root cause of the leg ischemia was unable to be determined. A manufacturing review found no other complaints for this failure mode made against this lot of impella pumps. Failures of this type will be monitored and trended.

Event description:
On (B)(6) 2018 an impella cp was placed in a male patient (age unknown). The patient was successfully supported for 9 hours with this pump. The following day leg ischemia was observed in the impella access leg. The impella cp was removed and the leg ischemia resolved. Patient support was reported as successful, and the patient's condition was reported as stable.